Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the pointer did not pass tests. Recalibration of the pointer probe was completed. Further tests were performed and it was confirmed that the pointer probe was in specification and fully functional.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the pointer probe was non-functional. There was no patient involvement reported.